Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens but it was noted as there is still low vault. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens optic deformed and haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).